Manufacturer narrative:
The excor blood pump, s/n (B)(6) on the patient was used from b)(6) 2023 until the pump was exchanged on (B)(6) 2024 (204 days) we have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available. Per vad coordinator at site as of (B)(6) 2024. The patient has returned to baseline neurological status.

Event description:
The site contacted berlin heart inc (bhi) clinical affairs (ca) on (B)(6) 2024 to report that the blood pump pu valves; 15ml, in/out ø9mm; was changed on b)(6) 2024. The pump was changed due to an increase in amount of graphite powder in the air chamber of the pump with an audible crunching noise. The site reported that after the pump change occurred and the pump was off the patient, the surgeon was flushing the old pump with saline to check for thrombus within the pump. The surgeon reported that there were "deposits" noted on the membrane of the blood chamber that "did not resemble fibrin" and "looked like graphite deposits". The site reported that the perfusionist continued to flush the pump with saline and verified these "graphite-like deposits" in the pump. Additionally, the site also reported after the fact that the patient had "experienced a stroke" on (B)(6) 2024, proceeding the pump change. Bhi ca requested additional information from the site on the stroke event. The patient was hemodynamically stable throughout, and the excor blood pump functioned as intended, maintaining complete filling and ejection. The pump is being collected on the complaint.

Manufacturer narrative:
On (B)(6) 2024 the blood pump in question was returned to berlin heart gmbh for investigation. The pump was sent to berlin heart gmbh not in its original condition after the pump replacement. No blood residue could be detected in the pump chamber. It can be concluded that the pump was cleaned before being sent to berlin heart inc. An unknown liquid (probably saline solution) could already be identified between the membranes (blood membrane and middle membrane) during the optical analysis. The assessment of damage can therefore only be made in the delivered condition and may not reflect the situation on the patient. The berlin heart performed a variety of examinations including CT scan, visual analysis, membrane thickness analysis, functional test, internal examination. Disruption of the blood membrane was detected; however, middle layer and the air side of the triple layer membrane were found to be intact.